Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system's host pc was not booting up. Upon troubleshooting, the fse found that the cmos battery voltage was only 2 volts. To resolve the issue, the fse replaced the cmos battery and reset the date and time, then the system restored its functionality. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.